Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions tubing detached on event on 13-may-2024. The blood glucose level was 200 mg/dl. Replaced infusion set and resumed insulin successfully. No further information available